Event description:
Per the surgeon's report, the patient experienced a rapid reduction in sound quality from her left cochlear implant (the patient is bilaterally implanted) in 2008. Reprogramming did not resolve the problem. The results of an integrity test done in the same month were consistent with normal receiver/stimulator function with electrode anomalies on multiple electrodes. No plans regarding explant/reimplant surgery had been reported as of the date of this report.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.